Event description:
A customer reported that the "units digit" in the display is missing. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.

Event description:
A customer reported that the "units digit" in the display is missing. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.